Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the lead had migrated again. The leads were half in/half out of the epidural space. The patient's device did not work and was shocking the patient when it was turned on. All of a sudden it stopped working in 2016. The battery could not be charged. The patient had a revision surgery planned to put the leads in and move the battery to a new location. The patient reported that they had short term memory loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.